Event description:
The reporter stated that while the end-user was using his chair, his right wheel came out causing him to fall out of the chair. The reporter stated that there were no injuries to the end-user.

Manufacturer narrative:
As of this date, there has been no parts related to this chair that have been returned to the MFR for eval.